Event description:
A report was received that the patient had discomfort at the ipg site. Symptoms were soreness and fluid built up. Antibiotics were prescribed. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.